Event description:
The limited symptom info made available indicates "equipment malfunction, reports a breakdown on power on. The treatment handle fails to work when carrying out self-inspection." Considered to be failure of user initiated defib paddle test. This is indicative of a condition that could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The limited symptom info made available indicates "equipment malfunction, reports a breakdown on power on. The treatment handle fails to work when carrying out self-inspection." Considered to be failure of user initiated defib paddle test. This is indicative of a condition that could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.